Event description:
It was originally reported that the end of service message displayed post a physician mode recharge. There were telemetry issues and the device may be overdischarged for the third time. The company representative confirmed that the neurostimulator (ins) would not trickle charge. The pt had a fall after the depletion of the ins. An x-ray showed that the leads had migrated from t7 to t12. The pt was referred to a neurosurgeon.

Manufacturer narrative:
(B)(4).